Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 451 mg/dl at the time of the incident and was treated with a bolus. The customer reported that they feel for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer informed that they have not contacted their healthcare professional regarding the high blood glucoses. The customer does not allege that the insulin pump was under delivering. The customer declined to test the insulin pump. The customer stated that the site was not actively bleeding. The insulin pump will not be returned for analysis.